Manufacturer narrative:
An attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support team's thorough investigation of the database application logs found no failed login events in the user's sso and upload logs. No errors or login failures were identified, indicating that the user was successfully logged in and able to upload without issues. To assist with resolving the matter, we provided the helpline team with the following steps to ensure it is addressed effectively: additionally, it appears the last successful attempt was on may 13th. There have been no recorded attempts since then, and there are no indications of failed uploads afterward. It is important to confirm if the user is still experiencing the issue and if they have tried to upload again. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). (Most likely) root cause: the most likely root cause is user error, with incorrect login credentials being used. Analysis summary: no logs or evidence of a carelink fault or error found. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed. The customer reported that reports generated but the section of the report where data should be present was completely blank. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for acc-7333.